Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe wipe of the coulter lh 500 hematology analyzer leaked when they tried to clean the probe wipe. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the leak was coming from the probe wipe during probe wipe/backwash. The fse found the leak was caused by a partial plug in port 3 of the rinse block. The fse flushed out the rinse block and the issue was resolved.

Manufacturer narrative:
(B)(4).